Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were five non-sustained tachycardia episodes with v-v intervals <220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Rv pacing impedance was steady at approximately 343 ohms through (B)(6) 2016 and rose to 950 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 46 ventricular sic over the last five days.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and high and intermittent fluctuating pacing impedances of both rv tip to rv ring and rv ring to rv coil. The electrogram indicated oversensing of non-physiological signals. About two months prior, the bipolar ventricular lead impedance started to vary while the integrated impedance was stable. During the rv lead revision after disconnecting the lead, the physician tested the lead with the analyzer and all the impedances were stable including in bipolar mode. The physician suspected that some blood was maybe introduced inside the connector port of the implantable cardioverter defibrillator (ICD) during implant. After cleaning the connector, the physician did many tests and all impedances were appropriate. It was decided to keep the rv lead and not implant a new one. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.